Manufacturer narrative:
Initial attempts to download the data from the received device were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. Inspection of the download data confirmed that the pod generated a 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Corrosion was observed on the middle and top batteries, mechanism rails, and pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in internal leaking and the corrosion observed inside the device. Fluid contamination was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. The tear in the unexposed portion of the soft cannula resulted in an internal leak and the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod alarmed during operation.